Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling without input from the user. It was also found the buttons were unresponsive. Customer's blood glucose was 133 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer reported possible moisture exposure from sweat to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Pump had intermittent button response due to moisture damage on keypad traces. No numbers scrolling up noted. No moisture damage on electronic assembly or motor noted. Pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.